Event description:
It was reported that the customer received a no delivery alarm and a failed battery test from her insulin pump. The customer stated that she took the battery out of the insulin pump because she could not clear the no delivery alarm. The customer's blood glucose level was 290 mg/dl. She treated herself with a manual injection. Standard troubleshooting was performed. The customer replaced her insulin pump's battery and it functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)